Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient indicated that the patient went into atrial fibrillation when programmed to magnetic resonance imaging (MRI) pacing mode at an earlier MRI session. Thus, the patient did not want to be programmed into MRI pacing mode. The patient requested not to be programmed into MRI pacing mode, however, the healthcare provider could not program off MRI pacing mode due to safety concerns. After consideration, the patient approved of the MRI pacing mode and the pacemaker was reprogrammed and MRI continued without incident. The pacemaker remains in use. No patient complications have been reported as a result of this event.